Event description:
It was reported during normal device change out for eri, externalized conductors were observed on the rv lead. Electrical measurements were normal. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 23.4-26.2cm from the tip electrode. Internal insulation abrasion was noted at 10.9-11.1cm, 14.7-15.4cm, 11.7-12.3cm, 13.7-15.6cm, and 23.4-26.2cm from the tip electrode. The etfe coating was intact at these locations.